Manufacturer narrative:
Top assembly batch history record was reviewed. The units were processed to the correct validated parameters by trained personnel. All units were 100% visually inspected and leak tested to a rated pressure of 20 atm. All operators that worked on the batches in question were fully trained on their respective work steps. There were no ncr's or planned deviations associated with the batches in question. No unusual anomalies were noted following the batch review. The unit was returned for further investigation and was confirmed as being correct (passeo 35 hp 10/40/75, batch # 21601407). Upon visual inspection,it was noted that the balloon had ruptured radially. The unit was also observed to be missing the top section of the balloon including the tip. The inner and both markerbands were also missing from the returned unit. It was not possible to test the unit further as the balloon has been damaged so severely. The cause of the issue is therefore inconclusive. It was noted from the complaint notification that the unit was inflated to 24 atm, which is above the device rated pressure of 20atm.

Event description:
During the treatment of a tight lesion of the central vein, the balloon ruptured radially into two parts. While withdrawing the tip dislodged and stuck at the neck of the stenosis and could not be removed. After 10 minutes thrombus developed at the lesion. Vascular surgeon assessed that migration of the device was not possible. Patient being monitored.